Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on the right side on (B)(6) 2009 due to infection.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 10 mdrs filed for the same event (reference 1825034-2014-00583 & 03402 / 03403 & 03405 / 03411).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date in 2007. It was further reported patient underwent a revision procedure on an unknown date in (B)(6) 2008. Subsequently, patient was revised on the right side on (B)(6) 2009 due to infection. It was further reported patient underwent a radical debridement procedure on (B)(6) 2009 due to infection.